Manufacturer narrative:
Concomitant medical products: 60 ml bd syringe with a microclave connector; non-bd filtered extension set; 20 ml bd syringe with a microclave connector; non-bd microclave bi-fuse set; (B)(4); therapy date unknown. Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of a leak was confirmed and replicated. Visual inspection of the extension set showed a 12 mm long crack on the female luer. Functional testing confirmed leaking at the crack. The root cause of the leak was a crack on the female luer; the origin of the crack is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient was receiving an infusion of epinephrine .the user noticed the IV was leaking at the connection to the microclave. No patient harm reported.